Event description:
Health professional reported a band slippage. The device has been explanted and replaced.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the buckle had non-penetrating nicks with striations described as surgical tool scratch-like and was broken with striations consistent with surgical damage. The belt had evidence of missing material and non-penetrating nicks described as surgical tool scratch-like. The band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."